Event description:
It was reported that a ¿call your doctor¿ icon and a power on reset were displayed. The patient was unable to adjust stimulation. It was noted that there was a coupling issue for the last two weeks prior to the date of this report. It took the patient a ¿long time¿ to charge and four coupling bars were displayed. The implantable neurostimulator was not moving around, there was no swelling and the patient had not bumped into anything. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3998, lot# v837817, implanted: (B)(6) 2012, product type: lead. (B)(4).